Event description:
The customer contact philips healthcare to report that the device would not power on. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.